Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of essure device into uterine wall") and genital haemorrhage ("heavy bleeding") in a female patient who received essure (ess205) for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient started essure (ess205). In 2007, the patient experienced uterine perforation (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular menses"), dysmenorrhoea ("painful menses") and abdominal distension ("bloating"). The patient was treated with surgery (pelvic surgery to try to alleviate the symptoms on (B)(6) 2014). At the time of the report, the uterine perforation, genital haemorrhage, menstruation irregular, dysmenorrhoea and abdominal distension outcome was unknown. The reporter considered uterine perforation, genital haemorrhage, menstruation irregular, dysmenorrhoea and abdominal distension to be related to essure (ess205). Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced heavy bleeding (seen as genital bleeding). It was reported the occurrence of perforation of essure device into uterine wall. She underwent a pelvic surgery to try to alleviate the symptoms. The events are anticipated according to the reference safety information for essure. Genital bleeding may occur with essure therapy. Uterine/fallopian perforation with essure may occur, most often during insertion. In this case, the exact date and the mechanism of uterine perforation are not known. No alternative explanation was provided for genital bleeding. Based on their nature, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of essure device into uterine wall / migration of essure device (location of device: uterus)/ perforation (uterus)"), genital haemorrhage ("heavy bleeding"), uterine haemorrhage ("abnormal uterine bleeding") and vaginal cellulitis ("infection (vaginal cuff cellulitis)") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 2000, (B)(6) 2004 and (B)(6) 2007), asthma (age 2), gestational diabetes in 2007, pelvic inflammatory disease in 2000, urinary tract infection (during pregnany), c-section in 2007, d & c in 2002, tonsillectomy (age 7) and spontaneous abortion. Concurrent conditions included obesity, chest tightness, acalculous cholecystitis, umbilical hernia, uterine bleeding, migraine, cholecystectomy since (B)(6) 2013, hernia repair, pollen allergy (reaction- congestion), ragweed allergy (reaction- congestion), alcohol use and caffeine consumption. Family history included alzheimer's disease (grandfather (paternal) (B)(6) years age), cardiac arrest (grandmother (paternal) (B)(6) years age), cervical neoplasm nos (grandmother (maternal) (B)(6) years age), type I diabetes mellitus (grandmother (maternal) (B)(6) years age, grandmother (paternal) (B)(6) years age and mother (B)(6) years age) and bipolar disorder (grandmother (maternal) (B)(6) years age). In (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, genital haemorrhage (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menses"), dysmenorrhoea ("painful menses/ dysmenorrhea (cramping)") and abdominal distension ("bloating"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia), "), vaginal cellulitis (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (she underwent hysterectomy with bilateral salpingectomy and oophorectomy), surgery (hysterectomy) and surgery (total vaginal hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the uterine perforation, genital haemorrhage, uterine haemorrhage, menstruation irregular, dysmenorrhoea, abdominal distension, vaginal haemorrhage, vaginal cellulitis and dyspareunia outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage with essure (ess205). The reporter considered abdominal distension, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstruation irregular, uterine perforation, vaginal cellulitis, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.6 kg/sqm. (B)(6) 2014 CT abdomen/pelvis with or cont - history: right lower quadrant pain. Rule out appendicitis. Findings: liver: diffusely hypodense. Focal sparing adjacent to the gallbladder. Impression: fatty infiltration of the liver. Focal fatty sparing. Diverticulosis. (B)(6) 2014 pathologic report - pathologic diagnosis: small bowel, biopsy: - normal duodenal mucosa - immunostain for cd4 is negative for intraepithelial lymphocytosis. Tissues: small bowel, not otherwise specified- small bowel bx gross examination: the specimen is received in formalin, labeled aas small bowel biopsy, and consists of two soft, tan mucosal fragments, each measuring 0.3 cm, entirely submitted ln (a1). Microscopic examination: histologic sections of all submitted blocks are examined by light microscopy. (B)(6) 2014 hida scan - history: abdominal pain for one month with nausea and vomiting impression: 1. Patent cystic duct and common bile duct. 2. Calculated gallbladder ejection fraction of 17% consistent with gallbladder hypokinesis. 3. The patient's symptoms were reproduced following the administration of sincalide. (B)(6) 2014 xr cholangiogram or - findings: c-arm radiographs are submitted for review, obtained during intraoperative cholangiography. Impression: 1. No evidence of retained calculi in the common bile duct. (B)(6) 2014 pathologic report - pathologic diagnosis: gallbladder, cholecystectomy: - chronic cholecystitis.- negative for dysplasia or malignancy clinical history: abdominal pain tissues: gallbladder, not otherwise specified gross examination the specimen is labeled and designated as "duthie, gallbladder." The specimen is received in formalin and consists of a 7.0 x 2.0 x 1.5 cm intact gallbladder. The serosa is tan-green, bile-stained, and smooth to shaggy. There is a 0.7 x 0.5 cm probe-patent cystic duct. Opening of the gallbladder reveals green-black viscus bile. The mucosa is dark green, bile-stained, and velvety. The wall thickness averages 0.3 cm. No cholelith or cystic duct lymph nodes are grossly identified. Representative sections are submitted ln (a1) to include the cystic duct margin. (B)(6) 2014 pathologic report - pathologic diagnosis: uterus, cervix, bilateral tubes: - cervix: no diagnostic abnormality. - endometrium: benign proliferative type. - myometrium: no diagnostic abnormality. - fallopian tubes: no diagnostic abnormality. Clinical history: menorrhagia tissues: uterus, not otherwise specified - uterus, cervix and bilateral tubes gross examination: the specimen is received in formalin, labeled as uterus, cervix, bilateral tubes and consists of a fragmented uterus, cervix, and bilateral adnexa. The uterus and cervix alone is 119 grams, with a tan-purple, smooth, serosal surface and is at least 8 cm superlor to inferior, 5.3 cm cornu to cornu, and 3.5 cm anterior to posterior. The exocervix is tan, smooth, 3 cm in diameter, with a patent, 1.5 x 1 cm os. The endocervical canal is tan, smooth, with a slight herringbone pattern and 3.2 cm ln length. The endometrial cavity is tan and smooth, 5.1 cm ln length, with no masses or lesions noted, averaglng 0.2 cm ln thickness. A grey, metallic wire is noted at one of the corn us which is at least 0.8 cm ln length. No protruding into the myometrium. Could be possibly longer. The myometrium is tan-pink, mildly trabecular, averaging 1.5 cm ln thickness, with no nodules noted. The fallopian tubes are 4 and 5.2 cm ln length, both tan-purple and fimbriated. Both are sectioned to reveal stellate, grossly unremarkable lumens. Representative sections submitted in (a1-a3). Cassette summary: (a1) cervix. (A2) endomyometrium and shorter fallopian tube. (A3) endomyometrium and the longer fallopian tube. Microscopic examination: histologic sections of all submitted blocks are examined by light microscopy. (B)(6) 2015 pathologic report pathologic diagnosis: right ovarian cyst: benign hemorrhagic corpus luteum cyst tissues: ovary, not otherwise specified- right ovarian cyst gross examination: the specimen, labeled, right ovarian cyst," is received in formalin, and consists of multiple pink, rubbery tissue fragments from 0.2 to 1.6 cm in length that are entirely submitted ln (a1-a2). Microscopic examination: histologic sections of all submitted blocks are examined by light mlcroscopy. (B)(6) 2015 CT ivp (multiphase CT abdomen and pelvis, enhanced and unenhanced) - history: pelvic pain. Status post vaginal hysterectomy 3 weeks ago. Findings: other: marked hepatic steatosis is again noted. Focal fatty sparing along the gallbladder fossa. The hepatic and portal veins are patent. Nondilated bile ducts. Prior cholecystectomy. Scattered colonic diverticuli. 4.0 x 3.5 x 2.6 cm lesion in the right ovary measures 19 hounsfield units and likely represents a physiologic cyst. Impression: mild postoperative changes in the pelvis post hysterectomy. No fluid collection or abscess. Right ovarian cyst measures up to 4 cm in size and is likely to be physiologic. Normal appearance of the bilateral ureters. Hepatic steatosis. (B)(6) 2015 CT abdomen/pelvis with or cont - findings: the liver is diffusely hypoattenuating relative to the spleen consistent with hepatic steatosis. There are no space-occupying lesions in the liver. The gallbladder is absent. Impression: no CT findings to explain the patient's pain. Previous hysterectomy and cholecystectomy. Persistent hepatic steatosis. Mild diverticulosis without evidence of diverticulitis. (B)(6) 2015 pathologic report pathologic diagnosis: a. Adhesions of omentum: benign fatty tissue with focal areas of fat necrosis and foreign body giant cell reaction . B. Right ovary: benign ovary with cystic follicles and serosal adhesions. Clinical history: abdominal pain, adhesions tissues: a. Omentum, not otherwise specified - adhesions of omentum b. Right ovary gross examination: a. The specimen is received in formalin, labeled as adhesions of omentum," and consists of a 1.6 x 1.4 x 0.8 cm, firm fragment of adipose tissue. It is sectioned to reveal an up to 0.4 cm, tan, cystic structure. The specimen is all in (a1). B. The specimen is received ln formalin, labeled as right ovary, and consists of a 2.6 x 2.2 x 1.8 cm ovary with smooth outer surfaces that upon sectioning have heterogenous cut surfaces with clear, fluid-filled, smooth-walled cortical cysts up to 0.5 cm. Representative sections are submitted in cassettes (b1-b2). Microscopic examination: histologic sections of all submitted blocks are examined by light microscopy. (B)(6) 2015 CT abdomen/pelvis with or cont - findings: included lower thorax: right infrahilar oval area of ground glass density. Small consolidation noted in the right lower lobe against the dome of the diaphragm. Liver: liver appears somewhat subjectively low density with areas of less prominent low density adjacent to the caudate lobe and porta hepatis. The gallbladder is surgically absent. Other: mild fluid and fat stranding in the pelvis without definable abscess or diverticulitis. Impression: suspected hepatic steatosis with areas of sparing of fatty infiltration. Previous cholecystectomy and cholecystectomy. Septated 3.7 cm left ovarian complex cyst, likely hemorrhagic cyst with minimal fluid adjacent to it. This was not present previously. Previous pelvic incision and mild pelvic fluid and fat stranding without abscess identified diverticulitis. Concerning the injuries reported in this case, the following one/ones were were describein patient's medical recordes: abnormal uterine bleeding, uterine perforation, abdominal pain, vaginal bleeding, pelvic pain. Quality-safety evaluation of ptc: sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 26-jan-2018: event added: abnormal bleeding (vaginal, menorrhagia), infection (vaginal cuff cellulitis), dyspareunia (painful sexual intercourse), pain (left abdomen/pelvis) (persistent and severe), vaginal discharge. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of essure device into uterine wall / migration of essure device (location of device: uterus)/ perforation (uterus)"), genital haemorrhage ("heavy bleeding"), vaginal cellulitis ("infection (vaginal cuff cellulitis)") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 2000, (B)(6) 2004 and (B)(6) 2007), asthma (age 2), gestational diabetes in 2007, pelvic inflammatory disease in 2000, urinary tract infection (during pregnancy), c-section in 2007, d & c in 2002, tonsillectomy (age 7) and spontaneous abortion. Concurrent conditions included obesity, chest tightness, acalculous cholecystitis, umbilical hernia, uterine bleeding, migraine, cholecystectomy since (B)(6) 2013, hernia repair, pollen allergy (reaction- congestion), ragweed allergy (reaction- congestion), alcohol use and caffeine abuse. Family history included alzheimer's disease (grandfather (paternal) 75 years age), cardiac arrest (grandmother (paternal) 52 years age), cervical neoplasm nos (grandmother (maternal) 28 years age), type I diabetes mellitus (grandmother (maternal) 60 years age, grandmother (paternal) 52 years age and mother 36 years age) and bipolar disorder (grandmother (maternal) 70 years age). In (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, genital haemorrhage (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menses"), dysmenorrhoea ("painful menses/ dysmenorrhea (cramping)") and abdominal distension ("bloating"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2015, the patient experienced vaginal cellulitis (seriousness criterion medically significant). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (she underwent hysterectomy with bilateral salpingectomy and oophorectomy), surgery (hysterectomy) and surgery (total vaginal hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the uterine perforation, vaginal cellulitis, uterine haemorrhage, menstruation irregular, abdominal distension and vaginal discharge outcome was unknown and the genital haemorrhage, dysmenorrhoea, vaginal haemorrhage, menorrhagia and dyspareunia had resolved. The reporter provided no causality assessment for uterine haemorrhage with essure (ess205). The reporter considered abdominal distension, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstruation irregular, uterine perforation, vaginal cellulitis, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.6 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion (B)(6) 2014: CT abdomen/pelvis with or cont - history: right lower quadrant pain. Rule out appendicitis. Findings: liver: diffusely hypodense. Focal sparing adjacent to the gallbladder. Impression: fatty infiltration of the liver. Focal fatty sparing. Diverticulosis. (B)(6) 2014: pathologic report - pathologic diagnosis: small bowel, biopsy: - normal duodenal mucosa - immunostain for cd4 is negative for intraepithelial lymphocytosis. Tissues: small bowel, not otherwise specified- small bowel bx gross examination: the specimen is received in formalin, labeled aas small bowel biopsy, and consists of two soft, tan mucosal fragments, each measuring 0.3 cm, entirely submitted ln (a1). Microscopic examination: histologic sections of all submitted blocks are examined by light microscopy. (B)(6) 2014: hida scan - history: abdominal pain for one month with nausea and vomiting impression: 1. Patent cystic duct and common bile duct. 2. Calculated gallbladder ejection fraction of 17% consistent with gallbladder hypokinesis. 3. The patient's symptoms were reproduced following the administration of sincalide. (B)(6) 2014: xr cholangiogram or - findings: c-arm radiographs are submitted for review, obtained during intraoperative cholangiography. Impression: no evidence of retained calculi in the common bile duct. (B)(6) 2014: pathologic report - pathologic diagnosis: gallbladder, cholecystectomy: - chronic cholecystitis.- negative for dysplasia or malignancy clinical history: abdominal pain tissues: gallbladder, not otherwise specified gross examination the specimen is labeled and designated as "duthie, gallbladder." The specimen is received in formalin and consists of a 7.0 x 2.0 x 1.5 cm intact gallbladder. The serosa is tan-green, bile-stained, and smooth to shaggy. There is a 0.7 x 0.5 cm probe-patent cystic duct. Opening of the gallbladder reveals green-black viscus bile. The mucosa is dark green, bile-stained, and velvety. The wall thickness averages 0.3 cm. No cholelith or cystic duct lymph nodes are grossly identified. Representative sections are submitted ln (a1) to include the cystic duct margin. (B)(6) 2014: pathologic report - pathologic diagnosis: uterus, cervix, bilateral tubes: - cervix: no diagnostic abnormality. - endometrium: benign proliferative type. - myometrium: no diagnostic abnormality. - fallopian tubes: no diagnostic abnormality. Clinical history: menorrhagia tissues: uterus, not otherwise specified - uterus, cervix and bilateral tubes gross examination: the specimen is received in formalin, labeled as uterus, cervix, bilateral tubes and consists of a fragmented uterus, cervix, and bilateral adnexa. The uterus and cervix alone is 119 grams, with a tan-purple, smooth, serosal surface and is at least 8 cm superlor to inferior, 5.3 cm cornu to cornu, and 3.5 cm anterior to posterior. The exocervix is tan, smooth, 3 cm in diameter, with a patent, 1.5 x 1 cm os. The endocervical canal is tan, smooth, with a slight herringbone pattern and 3.2 cm ln length. The endometrial cavity is tan and smooth, 5.1 cm ln length, with no masses or lesions noted, averaging 0.2 cm ln thickness. A grey, metallic wire is noted at one of the corn us which is at least 0.8 cm ln length. No protruding into the myometrium. Could be possibly longer. The myometrium is tan-pink, mildly trabecular, averaging 1.5 cm ln thickness, with no nodules noted. The fallopian tubes are 4 and 5.2 cm ln length, both tan-purple and fimbriated. Both are sectioned to reveal stellate, grossly unremarkable lumens. Representative sections submitted in (a1-a3). Cassette summary: (a1) cervix. (A2) endomyometrium and shorter fallopian tube. (A3) endomyometrium and the longer fallopian tube. Microscopic examination: histologic sections of all submitted blocks are examined by light microscopy. (B)(6) 2015: pathologic report pathologic diagnosis: right ovarian cyst: benign hemorrhagic corpus luteum cyst tissues: ovary, not otherwise specified- right ovarian cyst gross examination: the specimen, labeled, right ovarian cyst," is received in formalin, and consists of multiple pink, rubbery tissue fragments from 0.2 to 1.6 cm in length that are entirely submitted ln (a1-a2). Microscopic examination: histologic sections of all submitted blocks are examined by light microscopy. (B)(6) 2015: CT ivp (multiphase CT abdomen and pelvis, enhanced and unenhanced) - history: pelvic pain. Status post vaginal hysterectomy 3 weeks ago. Findings: other: marked hepatic steatosis is again noted. Focal fatty sparing along the gallbladder fossa. The hepatic and portal veins are patent. Nondilated bile ducts. Prior cholecystectomy. Scattered colonic diverticuli. 4.0 x 3.5 x 2.6 cm lesion in the right ovary measures 19 hounsfield units and likely represents a physiologic cyst. Impression: 1. Mild postoperative changes in the pelvis post hysterectomy. No fluid collection or abscess. 2. Right ovarian cyst measures up to 4 cm in size and is likely to be physiologic 3. Normal appearance of the bilateral ureters. 4. Hepatic steatosis. (B)(6) 2015: CT abdomen/pelvis with or cont - findings: the liver is diffusely hypoattenuating relative to the spleen consistent with hepatic steatosis. There are no space-occupying lesions in the liver. The gallbladder is absent. Impression: 1. No CT findings to explain the patient's pain. 2. Previous hysterectomy and cholecystectomy. 3. Persistent hepatic steatosis. 4. Mild diverticulosis without evidence of diverticulitis. (B)(6) 2015: pathologic report pathologic diagnosis: a. Adhesions of omentum: benign fatty tissue with focal areas of fat necrosis and foreign body giant cell reaction . B. Right ovary: benign ovary with cystic follicles and serosal adhesions. Clinical history: abdominal pain, adhesions tissues: a. Omentum, not otherwise specified - adhesions of omentum b. Right ovary gross examination: a. The specimen is received in formalin, labeled as adhesions of omentum," and consists of a 1.6 x 1.4 x 0.8 cm, firm fragment of adipose tissue. It is sectioned to reveal an up to 0.4 cm, tan, cystic structure. The specimen is all in (a1). B. The specimen is received ln formalin, labeled as right ovary, and consists of a 2.6 x 2.2 x 1.8 cm ovary with smooth outer surfaces that upon sectioning have heterogenous cut surfaces with clear, fluid-filled, smooth-walled cortical cysts up to 0.5 cm. Representative sections are submitted in cassettes (b1-b2). Microscopic examination: histologic sections of all submitted blocks are examined by light microscopy. (B)(6) 2015: CT abdomen/pelvis with or cont - findings: included lower thorax: right infrahilar oval area of ground glass density. Small consolidation noted in the right lower lobe against the dome of the diaphragm. Liver: liver appears somewhat subjectively low density with areas of less prominent low density adjacent to the caudate lobe and porta hepatis. The gallbladder is surgically absent. Other: mild fluid and fat stranding in the pelvis without definable abscess or diverticulitis. Impression: 1. Suspected hepatic steatosis with areas of sparing of fatty infiltration. 2. Previous cholecystectomy and cholecystectomy. 3. Septated 3.7 cm left ovarian complex cyst, likely hemorrhagic cyst with minimal fluid adjacent to it. This was not present previously. 4. Previous pelvic incision and mild pelvic fluid and fat stranding without abscess identified diverticulitis. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: abnormal uterine bleeding, uterine perforation, abdominal pain, vaginal bleeding, pelvic pain. Quality-safety evaluation of ptc: sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 1-jun-2018: plaintiff fact sheet received. New reporters added. Event onset date added. Outcome of events painful menses/ dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) and abnormal bleeding was updated to recovered. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 30-jan-2017: quality-safety evaluation was received. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced heavy bleeding (seen as genital bleeding). It was reported the occurrence of perforation of essure device into uterine wall. She underwent a pelvic surgery to try to alleviate the symptoms. The events are anticipated according to the reference safety information for essure. Genital bleeding may occur with essure therapy. Uterine/fallopian perforation with essure may occur, most often during insertion. In this case, the exact date and the mechanism of uterine perforation are not known. No alternative explanation was provided for genital bleeding. Based on their nature, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed. Additionally, non-serious events were reported. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.